Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. The needle broke during the procedure and was unable to be found. X-ray was performed to determine if needle was retained and nothing was seen on the x-ray. Additional information has been requested.